Event description:
Per the clinic, the patient experienced magnet dislodgement subsequent to sustaining a fall, resulting in non-functional device. Subsequently, surgery to replace the magnet has been completed on (B)(6) 2025. The implanted device remains.